Event description:
In 2008, baxter received a report of a baxter device, which removed ultrafiltrate from the patient more quickly than prescribed. The patient experienced a subsequent fluid shift, followed by a seizure, and a drop in blood pressure. The patient was then treated with fluid to address the event (medical intervention to prevent additional injury). On two days later, the following information was gathered: the facility is not using qualified (approved) blood tubing sets. The 1550 instrument did not alarm during this patient treatment. During the treatment the patient received 2000 units (load) of heparin. (No hourly given.) The instrument display read that the fluid removal was 1.7kg. The patient's pre-weight and dry weight were both 43.1kg. No post weight was provided. The patient did not take any fluid or food by mouth during the hemodialysis treatment. The patient had a seizure. The patient's blood pressure went from 126/66 to 64/36. 0.9% normal saline was given and the patient immediately recovered. The patient was awake and alert. The patient had nausea and vomiting. The patient's blood was returned to the patient. Dialysis was not resumed on original date. The patient had a normal dialysis run for two days from the next day with out incident. No additional patient demographics were provided.

Manufacturer narrative:
Evaluation summary: the instrument is out of service and has not been used since this incident. On 06-13-08, a baxter field service engineer (fse) went to the facility and evaluated the instrument. He was unable to duplicate the reported malfunction. He completed a simulated patient run and the fluid removed was within specification. The field service engineer gave the customer a copy of the baxter recommended blood tubing set matrix for use with baxter hemodialysis instruments letter.